Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm noted. The device was unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The unit had a minor scratched display window, scratched reservoir tube window, cracked reservoir tube, and broken reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during priming. The blood glucose reading was 542 mg/dl, which was treated with manual injection. The customer's mother stated that the alarm occurred while she was changing the reservoir. She noted that the customer had high blood glucose because he had dinner, and it was time to change the insertion site. Advised replacement of the insulin pump. Nothing further reported.